Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the coupling tool side was defective. Therefore, the reported condition was confirmed. It was further determined that the seal for the tool coupling was coming out and the safety pin was missing. However, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(4) that during service and evaluation, it was observed that the coupling tool side on the oscillating saw attachment device was defective. It was further determined that the seal for the tool coupling was coming out and the safety pin was missing. It was noted in the service order that the o-ring in the lock knob was out of its location. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.